Manufacturer narrative:
(B) (4). (B) (4). The customer reported the set was discarded and the lot number was not identified; therefore, we were unable to review the lot history record and perform a product evaluation to determine the root cause.

Event description:
Customer reported slow leaking at the luer connection of the alaris set and a competitor set, with an infant pt. No pt harm was reported. Although requested, no further pt or event info were available.